Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately eleven years and ten months post index procedure, a CT revealed that the aneurx stent graft bifurcate had migrated to 2 cm distal to the lowest renal artery. The aneurysm diameter had slightly enlarged 1 cm compared to the previous scan, 4.5 cm in diameter to 5.5 cm in diameter over one year, no endoleak was observed, and the patient was asymptomatic. The day after the CT was performed the physician elected to implant two 36 mm endurant aortic cuffs and the event was resolved. Per the physician, the cause of the event was due to disease progression and aortic remodeling. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.